Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was feeling pain this morning and wants to switch from group b to a. Patient fell last week , patient had x-ray, no findings. Patient was reprogrammed last week with program a. Caller states patient has not been able to feel stimulation since being reprogrammed . Patient woke up in pain this morning and is not feeling stimulation in the legs or back. Group a and b show but when caller clicks on a the group stays on b. When patient increases stim on group b, patient does not feel stimulation. Later, troubleshooting was performed during the call. Caller was asked to try to switch to groups both a and b would have a green dot in them. Caller reset the controller and they were able to switch to group a. The caller said that the patient was feeling stimulation in their ribs upon switching to group a. After adjusting the stimulation down the patient's pain went away and the rib stimulation went away as well. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had fallen and knocked it a little offline. The issue had been corrected and she was doing good now.